Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, monopolar energy was not working. The caller stated that they attempted to restart the integrated electrosurgical unit (iesu) several times without change. The caller also stated that they saw a question mark when they hooked up the instrument. The site had a vessel sealer extend (vse) plugged into the bipolar ports that were working but a permanent cautery hook (pch) that was not working when plugged into the bottom monopolar port of the generator. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was a number "3" next to where the instrument was installed. The site was experiencing an "m-02 activation interrupted" error message when attempting to fire a pch. The isi tse had the caller move the green monopolar cable up to the top monopolar port, swap the green energy activation cable, swap the pch instrument, unplug iesu, and reseat iesu cables, but the issue persisted. At this point, the site elected to bring in another da vinci tower. The site swapped the vision side cart (vsc) and rebooted the system. The isi tse heard "da vinci is ready". The site re-docked and was able to use monopolar energy. The site was continuing with the procedure but requested the isi field service engineer (fse) to follow up. The site was completing the procedure with another da vinci system with no injury to the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the issue with monopolar energy not working. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint of ¿repeated m-02 error at start up¿. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to monopolar energy issue on the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.